Manufacturer narrative:
(B)(4). Only event year known: 2020. The lot was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: the initial placement date was (B)(6) 2017. The patient had a hiatal hernia repair and a linx device placement. Size 14b device. Lot and serial number are unknown. Patient had xray on (B)(6) 2020. Gap 18mm along posterior medial aspect of the device. Asophogram on (B)(6)2020 demonstrated no evidence of an obstruction. On (B)(6) 2020, 14b device was removed. There was a small to moderate reoccurring hernia that was repaired and a new 17b device was implanted. I know you said the size 14 was removed but what is the product code of this device? Lxmc14. Besides gerds¿ what other symptoms lead to the discovery of the discontinuous device? No additional symptoms. What was the date of the imaging which showed the discontinuous linx? Chest x ray was done on (B)(6) 2020 and esophogram on (B)(6) 2020. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? None. Did the patient undergo an MRI since device implant? MRI was not done . Did the patient have any other surgeries in the area? None. Was ph testing performed prior to explant to confirm recurrent reflux? None done when did the recurrent reflux begin? Unknown but prior to (B)(6) 2020.

Event description:
It was reported that the patient had the linx implanted in 2017. The patient¿s reflux has returned. There is no date set for the explant. There is no additional information.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2021. Additional information provided: the patient indicated she received a replacement device which has successfully resolved her gerd symptoms as did her first device.

Manufacturer narrative:
(B)(4). Date sent: 08/12/2020. Per photographic evaluation: a review was done of the ap and lateral non contrast chest x-ray associated with this compliant. There was an obvious discontinuous linx device seen in the epigastric area. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. The mechanism/cause of failure cannot be determined from the x-ray image. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.